Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. As the customer thought the site was the cause of the occlusion, the customer declined tandem technical support's offer to troubleshoot to confirm if the blockage was at the site.